Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a drilled neuro-tip leg, drilled and fractured neuro-tip and failed the cutter insertion assessment. During repair, it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. This it was determined that this was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings. It was determined that the drilled leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. It was determined that the issue with the worn out bearings was consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due component damage (drilled neuro-tip leg and a drilled and fractured neuro-tip) caused by user error and component damage (cannot insert cutter) caused from normal use and servicing over time, the failure was caused by worn out bearings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the craniotome device had a broken foot plate. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.